Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 codes: health effect - clinical code problem code: e0207 delirium/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, the patient reported that his low alert threshold was set to 80 mg/dl and he reported that he did not receive an audio alert from his dexcom mobile app until his cgm value reached 70 mg/dl (not at 80 mg/dl like previously mentioned). On (B)(6) 2026 the patient was feeling hot, sweaty, had tunnel vision, confusion and dexterity issues. The patient self-treated with apple juice. The patients cgm then read 60 mg/dl, so he continued to drink more apple juice. Despite treatment, the patient¿s cgm continued to show unspecified low cgm values. During this time, the patient was reported to be ¿delirious, confused, and had no dexterity¿. The patient¿s wife called ems. Once ems arrived, the patient¿s bg meter reading was 50 mg/dl and the cgm value at the time was unknown. The patient was treated with IV glucose and transported to the ER. At the ER, the patient¿s bg meter reading was taken but the specific value could not be recalled. The patient was treated with more IV glucose and then monitored until the following day. The patient was discharged on (B)(6) 2026. The patient was feeling ¿fine¿ at the time of report. No additional event or patient information is available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.